Manufacturer narrative:
The insulin pump was unable to prime during the prime test. However, the insulin pump passed the basic occlusion test, occlusion test, rewind, and excessive no delivery alarm test. Minor scratches on the display window, dried white residue on the case and reservoir window, debris and contamination on the address and serial number label, a stripped battery cap coin slot, cracked battery tube threads, and a cracked reservoir tube lip was noted during the visual inspection. The infusion set passed the flow test with a flow rate of 57.1 sccm. Debris was noted in all four p-cap vents during the visual inspection. The reservoir passed the reservoir leak test with no leaks noted. White residue was noted on the top of the reservoir septum during the visual inspection.

Event description:
Legal communication was received alleging customer's death. The document stated that the customer was using the insulin pump referenced in this medwatch report. The cgm threshold suspend alarm was set to 70 mg/dl, and the low glucose alert was set to 80 mg/dl. The document also stated that on (B)(6) 2015, the customer went to his bedroom, telling his roommates that he was not feeling well. One of his roommates found the customer dead a few hours later. The document also stated that the autopsy report has not been received yet, but the death certificate states that the customer died of complications of diabetes mellitus.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.